Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The left ventricular (lv) lead was noted to have been exhibiting non-capture and possible high thresholds. An alert had also triggered for low pacing impedance. The patient was reportedly retaining fluid. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.